Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video/error msg, scope not conn. The customer stated the colonoscope showed an error connection on the screen although the picture was there. The customer also stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. The issue was found during pre-inspection and therefore not used on a patient," involving pentax model ec-3890li/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax for evaluation. Pentax service inspectional findings included: video image has a white or red dot, distal body laser burn at channel outlet, passed dry leak test, passed wet leak test. Repairs were performed on the device which included replacement of the following components: o-rings and seals, pcb for ccd drive pb-free. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.